Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) has been recording high, out of range shock impedances and recorded an alert for a sudden increase at one point that then decreased to previous values. The shock electrogram (egm) showed no noisy signals. The health care professional performed isometrics and no noise was reproduced. They will reset the alert and continue monitoring the rv lead and the ICD that remain in service. No adverse patient effects were reported.